Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what was the size of the needle used? Sh. Results of x-ray and cat scan performed? They could see the location of the needle but he couldn't get to it. What is the size of the needle piece retained in the diaphragm? 2/3. They said the only piece that came out was about 2mm at the swage point. Exact location of retained needle piece in the diaphragm. Don't know-not given that info was the patient returned to the operating room for attempting to remove the needle piece? Unsure. They did x-rays in the or and after giving up the removal, they closed, patient recovered and was sent to CT scan. Was there additional tissue dissection or damage due to searching for the needle piece? They did not say. Dr. (B)(6) stopped looking because he was afraid he would put a hole in the diaphragm. Any other patient consequences? Not that I am aware. If yes, what medical/surgical intervention has been provided. Are there any plans in place to remove the needle piece from the patient? Unknown . What is the surgeon¿s opinion about needle piece retained in the diaphragm? I have not spoken with the surgeon directly. The patient was brought back on fri (B)(6) to be reoperated on. A different surgeon found and removed the needle. The patient has since been discharged and is stable.

Event description:
It was reported that a patient underwent a laparoscopic hiatal hernia procedure on (B)(6) 2017 and suture was used. The needle broke off in the patient. The needle portion was located by x-ray and CT scan near the diaphragm. A second procedure was performed on (B)(6) 2017 to remove the needle. The patient has since been discharged and is stable. Additional information was requested.

Manufacturer narrative:
This medwatch report is in response to receipt of maude event report (B)(4)..